Event description:
A malfunction alarm was reported by the caller, indicating a pump issue. The caller's blood glucose level did not exceed 500 mg/dl, and there was no adverse impact reported. Technical support arranged for a pump replacement, and the caller was instructed on how to put the pump into storage mode and return it using a pre-paid label. Additionally, the caller planned to contact their healthcare provider for backup insulin therapy options.